Event description:
Patient wearing miami j advanced neck collar in the hospital experienced blistering and severe skin breakdown at the chin with one full days use. Irritation occured at the mandible support.

Event description:
Patient wearing miami j advanced neck collar in the hospital experienced blistering and severe skin breakdown at the chin with one full days use. Irritation occured at the mandible support.